Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6)2018 06:36:54 (B)(6) npi- eq04100,eq101074eq04189,eq101515,eq09118,eq03270,eq03668,eq103616 .front panel damaged, handle broken, both iui worn/corroded..replace parts.. . . . Pmc passes.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi- eq04100, eq101074, eq04189, eq101515, eq09118, eq03270, eq03668, eq103616. Front panel damaged, handle broken, both iui worn/corroded. Replace parts. Pmc passes.